Event description:
It was reported by provider that the end user alleges the left frame is broke on the t4x24rda wheel chair, the provider has not seen the chair and did not know if it is broke at the weld or which part is needed but wanted pricing on the left frame. No property damage or injury alleged, no further information provided.